Event description:
It was reported that all of the indicator lights on the carelink monitor were blinking at once. Attempts to reset it were unsuccessful. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that the device tested with no anomalies, analysis was unable to confirm customer complaint.